Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported suture pulled out could not be determined. The reported patient effects of dissection, hemorrhage and tissue damage are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a mild calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. The sutures of both devices were successfully pre-placed. The sheath was upsized to a 18f with some resistance felt during insertion; however, the pevar procedure was completed. Reportedly, when removing the first proglide at 10 o¿clock position some tissue and the vessel wall was observed to be at skin level after advancing the knot with the knot advancer without any pressure. Heavy bleeding was recognized and manual compression was performed but bleeding continued. The sutures of the second proglide were knotted but bleeding did not stop. A massive dissection at the rcfa and loss of adventitia and media tissue were noted. A surgical patch plastic was applied to the vessel wall to close puncture site accurately and safe. Hemostasis was then achieved. There was reported clinically significant delay in the procedure or therapy. Reportedly, both proglides were used according the IFU without any discrepancy. It was not clear if the proglide or the sheath was responsible for the massive dissection. No additional information was provided.